Event description:
Reporting issue: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a total occlusion was observed in the lesion with moderate calcification and mild tortuosity. Another co's balloon catheter was used for predilatation. An attempt was made to advance a second balloon catheter; however, it would not cross the lesion. Then the rx voyager was engaged for another pre-dilatation, but during inflation, the balloon ruptured. The procedure was completed by implanting a stent. No add'l event or pt info is avail.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to a balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The reported moderate calcification suggests that the balloon rupture may have been the result of mechanical damage to the balloon as a result of interactions with the lesion; however, without the device for analysis, a definite root cause for the balloon rupture cannot be determined.